Manufacturer narrative:
(B)(4). The device was received and evaluated. Visual observation revealed saline residue in the suction tube, which indicates the device was used. The reported failure was suction issue therefore this device was sent to the supplier for further evaluation. During functional testing, the fault raised by the complainant, ¿suction does not work¿ was confirmed, with the established flow rate being outside the required specification. The cause for this was attributed to tissue being evident in the suction path at the tip of the electrode. This was proved to be the case when subsequent activation tests dislodged the tissue and with a retest a flow rate within the required specification was achieved. The possible root cause for the reported failure based on the evaluation results of this device shows the suction problem was caused by normal procedural debris. The DHR review performed for the complaint device lot number has not indicated any issues with the manufacturing process that might explain the failures observed. From this evaluation, it can be concluded that the root cause for the customer complaint was tissue blockage within the distal end of the device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
The electrode didn¿t work properly. The suction function didn¿t work. The tema are used to this equipment and the used other electrodes before and after this one, without any problem. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.